Event description:
While wearing the external equipment, the pt reportedly experienced intermittencies followed by loss of lock. External equipment was exchanged. However, the reported problem was not resolved. The pt was seen at the center. Testing performed confirmed that the device was not functioning. Surgery to explant the pt's ci device is to be scheduled.